Event description:
It was reported that balloon rupture occurred. A 3.0mm x 20mm x 143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured at 12 atmospheres for 3 seconds. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was blood and contrast in the inflation lumen and balloon. There was a longitudinal tear 12mm long starting at the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 3.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured at 12 atmospheres for 3 seconds. The procedure was completed with a different device. No patient complications were reported.